Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 07/06/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016, on the buttocks. It was reported that the patient is an adult. No additional event or patient information is available. The dexcom g4 platinum (pediatric) continuous glucose monitoring system receiver with sharetm user's guide states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes.